Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 4:26 p.m. Was 431 mg/dl. The result from the meter at 4:29 p.m. Was 128 mg/dl. The result from the meter at 4:29 p.m. Was 117 mg/dl. The nurse believed the last two readings were more in line with the results the patient had been getting and his condition.